Event description:
The clinician reported that almost 11 months after the dental implant was placed in ada site 7 in the patient's mouth, the implant lost osseointegration in type IV bone. The clinician noted a fistula, swelling and peri-implantitis in this patient with poor oral hygiene. The clinician also reported the patient's bone loss in the coronal third. The implant was torqued to less than 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.